Event description:
Patient reported, the up button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The menu button does not respond. There are particles inside the housing of the menu button, and these particles isolate the area of contact inside the button housing. The up button passed the optical and functional investigation successfully and complies with the product specification.